Event description:
The affiliate reported: a medstream pump was implanted and the initiation programme was input into the cu. The pump was then interrogated to check that the data had been written to the pump. This was when it was identified that the priming bolus remaining volume became 0 within 1 minute even though the time remaining showed 1hour 28 minutes.

Manufacturer narrative:
Upon completion of the investigation it was noted that the transaction logs were analyzed which showed an anomaly in the remaining volume of drug, which should not be 0ml only 1 minute after priming bolus start. The priming bolus must have been completed, and the program must have started after its completion, as reported by the control unit. Upon recommendation from field support the physician was to perform an interrogation of the device and to check the pump status after priming the bolus. After completion of priming the bolus, the pump was flowing as expected. The issue was reproduced under lab conditions. The preliminary investigations reveal that: the anomaly concerns priming and single bolus parameters display only (bridge bolus is not affected). The bolus parameters (remaining volume for priming bolus / remaining dose for single bolus) available from the cu menu ¿view transaction logs¿ are displayed incorrectly in case one of these 2 operations is performed: the cu is turn off after the pump interrogation, and then turn on. In this case, the remaining volume for priming bolus / remaining dose for single bolus value is 0ml in the transaction log. Another pump is interrogated after the bolus programming. In this case, the pump maximum flow rate (variable qmax) from the last interrogated pump is used for the calculation of the remaining volume for priming bolus / remaining dose for single bolus, that are displayed on the transaction log. In any case, the bolus duration is still displayed correctly. The bolus parameters (duration, remaining dose or volume) are correct on the cu screen immediately after pump programming, and are correct in the cu menu ¿view transaction logs¿ immediately after interrogation of the pump in question. Even if the display of the parameters is false, the pump continue delivering the bolus and drug profile as programmed. A device history record review was conducted for the pump as well as the control units, and they all conformed to the required specifications prior to distribution. In conclusion: the defect reported by the customer was confirmed based on the transaction logs. The remaining volume of drug should not be 0ml only 1 minute after priming bolus start, and by replicated observation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Complaint sample not returned.

Event description:
On 4/1/2014 additional information was received on the control units used with the device: customer reported: both controllers were doing the same thing. I think the following numbers are the serial numbers. (B)(4). This follow up will include both control units as concomitant devices.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.